Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information was requested from the reporting facility, but no further information is available. The manufacturer internal reference number is:(B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implantation procedure, a scratch was noticed on the iol. The procedure was completed. There was no patient harm. It was noted that the patient might need a lens exchange at a later date. Additional information has been requested; however, further information has not been received.